Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage from the distal catheter was noted after implantation. Only the catheter was replaced on (B)(6) 2015 and the patient's condition is good after surgery. Additional information will be reported as soon as (B)(4) received from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the 610mm of peritoneal catheter was returned for investigation. The catheter was visually inspected, no defects were noted, the ends of the catheter were clean cut. The 610mm of peritoneal catheter was irrigated, no occlusion was noted. The 610mm of peritoneal catheter was leak tested, no leaks were noted. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as no defects were noted with the 610mm of peritoneal catheter. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.